Manufacturer narrative:
(B)(4) date sent: 1/4/2017. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gallbladder removal procedure, the device didn't close completely the clip, the clip remains open next to the fulcrum between the jaws. Unknown how case was completed. There were no adverse consequences for the patient.